Event description:
Air was noted in the venous blood line passed the uabd with no alarm condition, there was no pt injury or medical intervention. The machine serial number use at the time of the incident was not recorded by the clinic. The blood set in use at the time of the incident was returned for functional testing.